Event description:
It was reported that balloon tip detachment occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.50 mm x 15 mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon tip detached from the balloon shaft. The device was removed with a snare, and the procedure was completed with another 5.5 mm nc emerge balloon catheter. No patient complications were reported.